Manufacturer narrative:
(B)(4).

Event description:
Procedure type: longo procedure. According to the reporter: one instrument of the new modified series did not place clips in the tissue and had cut only 25 percent of the circumference. Another instrument was used. Stoppage of blood. Pt has to be re-operated, because the first failed procedure showed no correction of the initial state. No person injured, no extension of incision, no change of operation, no loss or damage to tissue. The tacks fell into the pt cavity and had to be retrieved by hand.